Event description:
Kangaroo pump set to correct rate (45ml/hr) and volume (360ml) for tube feeds as verified by two rn's. Tube feed finished 45 minutes early. Showed correct rate and volume was infused but it was administered over incorrect duration (7:15). (360ml / 45ml/hr = 8hrs).